Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing pain radiating to the left leg till the left leg. X-ray confirmed lead migration. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient's pain radiating to the left leg till the left leg was not device or procedure related but was a pre-existing pain. The patient underwent a revision procedure to move the lead. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain radiating to the left leg till the left leg. X-ray confirmed lead migration. The patient will undergo a lead revision procedure.